Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Follow-up # 1 ¿ (05/12/2014), the patient¿s test strips have been returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
¿Follow-up # 2 ¿ (06/12/2014). The reporters meter has been returned on 05/21/2014 and evaluated on 06/21/2014 by lifescan product analysis with the following findings:error message is observed in the error log, but error was not reproduced during the investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient in france contacted lifescan (lfs) to report the one touch verio iq meter was giving inaccurate readings. The patient obtained the blood glucose readings of 90 mg/dl and 136 mg/dl on the reported meter within 20 minutes. The patient did not experience any symptoms and denied seeking medical attention. The patient did not suffer any injury due to the reported meter. However, as the issue was not resolved with troubleshooting and the test results fell outside expected values for precision testing, this complaint is being reported. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental reports.